Event description:
The patient reportedly experienced pain with stimulation from her device. The patient is a reported non-user. Testing performed on the device showed out of range impedances. Surgery to remove the device has been discussed to allow for patient's medical monitoring via MRI. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.